Manufacturer narrative:
One cadd ms3 pump was returned for analysis. During investigation, the customer's stated problem was verified. The pump keypad was not working, and therefore the flow could not be changed. Service will replace the pump keypad. DHR review was preformed and no problems or issues were identified during the DHR review. The cause of the reported problem was the faulty keypad. The reported problem source is unknown.

Event description:
Information was received that this smiths medical cadd ms3 pump "could not change the flow rate". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Additional information: concomitant medical products. Additional information was received on (B)(6) 2019, indicating that there was no patient involvement in this event. One smiths medical cadd ms3 pump was returned for analysis. During analysis, it was noted that the keypad was not working and that was why the flow could not be changed. Service will change the keypad to fix the reported problem. Based on the evidence, the complaint was confirmed. The problem source of the reported event is unknown.